Event description:
The customer states that they are getting error code 1118 (invalid test results, intercept too low) when running pts samples on the axsyms digoxin iii assay. There was no impact to pts mgmt reported

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.